Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery rapidly depleted and pump battery gauge increased while disconnected from power source. There was no reported impact to the customer's blood glucose level. Customer indicated that the current pump would continue to be used for diabetes management.